Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two speedband superview super 7 devices used in the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an esophageal variceal ligation procedure performed on (B)(6) 2021. During the procedure, the bands could not be deployed and overlapped with one another. The same issue occurred with the second speedband superview super 7 device. The procedure was completed with the third speedband superview super 7 device. It was reported that there was no difficulty experienced upon setting up the devices. Note: it was reported that the shrink wrap was removed from the ligator head earlier in the set-up process. However, the instructions for use (IFU) document states that the shrink wrap should be removed at the end of the setup, after tensioning the tripwire. A photo of the second device was submitted by the customer showing five bands still attached to the ligator head; however, the bands were move out of their original position and were overlapped. Additionally, it could be seen that the ligator head teeth were damaged. There were no patient complications reported as a result of this event.